Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion or excessive no delivery alarm tests due to the alarm. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sicker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the pump is stuck in the priming loop. The customer's blood glucose reading was 246 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.